Manufacturer narrative:
Additional: it has since been reported that the device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery. This report is submitted on april 10, 2019.

Manufacturer narrative:
This report is submitted on february 12, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however the issue could not be resolved. Revision surgery is planned; however has yet to occur as of the date of this report.